Event description:
The patient advised this most recent pack of v-go are not staying on. They have tried several locations to no avail, the v-go keeps coming off. The devices were reported to be available for return to the manufacturer for evaluation. However, to date, have not been received.